Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, one of the pedal buttons is broken. A manufacturing record evaluation was performed for the finished device k06ay2844 serial number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. A possible root cause can be attributed to the hard and continuous use of the device. Since this is a reusable device, the constant manipulation and continuous use between surgeries and sterilization process can lead to damages in the pedal, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in united kingdom that the 5 way foot pedal device was broken. During in-house engineering evaluation of the photo provided by the customer, it was determined that one of the pedal buttons was broken. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was not returned after multiple attempts for device return. Therefore, unavailable for a physical evaluation. Should the device ever be received back in the future, this complaint file will be reopened at that time. And an evaluation will be performed and documented a manufacturing record evaluation was performed, for the finished device serial number ((B)(6)). And no non-conformance was identified. As part of depuy mitek¿s quality process, all devices are manufactured, inspected, and released to approved specifications. With the information provided, and without the complaint device to evaluate. We cannot determine, a root cause for the reported failure. Additional complaint information, monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring, the extent with which this complaint is observed, in the field.